Event description:
It was reported by an eye care professional that the pt developed a cornea ulceration on three different areas of the left eye following contact lens wear for one day. The pt was referred to an ophthalmologist for further treatment and was prescribed ciloxan, tobrex, euronac and desomedine eye drops for one week. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Product from the same lot number was returned for eval and found to meet specifications. The investigation is in progress. Upon completion of the investigation, a f/u medwatch will be filed. MFR report number: this event was initially reported in mfg report number (B)(4). The lot number was unk at the time, thus a mfg site was randomly selected. Additional info received on (B)(4) 2012 reported the lot umber is for the (B)(4) site. (B)(4).